Manufacturer narrative:
The medical center did return the product for evaluation, as well as the data logs. The product had no defects observed that could have caused the limb ischemia. The cause was the physician's choice to not remove the 14fr introducer and advance the impella cp. The IFU states the following for patient's like this one undergoing transport: "to prevent failure of the peel-away introducer, remove the peel-away introducer prior to transport when activated clotting time (act) is less than 150 seconds". The failure mode will be monitored and trended.

Event description:
A patient was admitted in cardiogenic shock after arresting and having CPR in the emergency department. He had walked into the hospital in poor condition. An impella cp was placed for hemodynamic support. The patient had multivessel coronary artery disease and was not able to have emergent angioplasty. The cp was supporting the patient for his transfer out to a tertiary medical center for continued monitoring and care. The medical team at the first center did not remove the 14fr introducer from the femoral access and advance the cp repositioning sheath for support in the ICU. This is not recommended per the IFU. The limb became mottled and the tertiary center removed the impella after just under 5 hours of support. Surgical repair for the femoral artery was done post explant.